Event description:
The lay user/patient contacted lifescan in 2007 and alleged that he had an issue with the cocking control on his one touch ultrasoft lancing device. The patient reported that after dropping the lancing device, the cocking control would not longer function. The issue started one day earlier at approximately 2.30 am. The patient also reported feeling shaky after the reported issue began. He also reported that the patient continued to test with the one touch meter (the patient replaced the lancing device for another manual device to perform the puncture for the test). The result obtained at that time was 160 mg/dl. At the time of troubleshooting, it was verified that this was not a new product. Based on the information provided, there was no misuse of the product. This complaint is reported because the patient alleged experiencing the symptom of shakiness after the reported issue with the lancing device began. It is not known as to when the patient tested his blood glucose and obtained a result of 160 mg/dl. Replacement product was sent to the lay user/patient.